Event description:
A (B)(6) male underwent evar on (B)(6) 2013. He had no left iliac occlusive disease with mild left calcification and tortuosity. On the right he had mild occlusive disease, severe calcification, and no tortuosity. The physician placed a flex main body and two iliac leg grafts with spiral z technology. The physician performed left and right angioplasty in the leg/leg extension after the procedure due to external compression. There was no external compression noted at the end of the procedure but there was a type ii endoleak. No additional info has been provided by the reporter.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Pt and device codes: occlusions are labeled in the IFU. Mfg date: unk as lot is unk. Event eval: still under investigation.